Manufacturer narrative:
Date of event: (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was inaccurate. There was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 13nov2018. Date of manufacturer: 16aug2018. Philip's field service engineer (fse) confirmed the reported problem. The fse replaced the user interface assembly to resolve the issue.